Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing lvad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with confusion on (B)(6) 2015. White blood cell (wbc) count on apr 16, 2015 was 6.45 10*3/ul, the patient was afebrile and blood cultures were positive for streptococcus mitis/streptococcus oralis. Transesophageal echocardiogram was performed on (B)(6) 2015 and no vegetation was identified. Infectious disease was consulted. The patient was prescribed a treatment plan of intravenous antibiotics for 6 weeks and then a switch to oral antibiotics. At the time of discharge on (B)(6) 2015, wbc was 5.71 x 10*3/ul and the patient was afebrile. Repeat blood cultures were drawn on (B)(6) 2015 and there were no bacteria isolated. It was noted that the patient has a history of hepatic encephalopathy and was on chronic lactulose. However, the patient's compliance with the lactulose was in question as the patient reported occasionally holding it due to diarrhea. Lactulose was restarted during hospitalization on (B)(6) 2015. At discharge, the patient was encouraged to continue lactulose at home. The principal investigator indicated the event was resolved on (B)(6) 2015 and was possibly related to the device. The ventricular assist device (vad) remains in use. No patient complications have been reported as a result of this event.